Event description:
Advocate stated her husband had symptoms of weakness and thirst all day he ran a blood glucose test on the breeze2 and received a reading of 160mg/dl. The paramedics were called and retested him with their meter and the reading was 600-1000mg/dl. He was taken to the hospital and was started on an insulin drip. He was in intensive care for 3 days for ketoacidosis. And then discharged. Strip information was not provided. Product was not replaced at the time of the call.